Event description:
On (B)(6), 2012, the pt presented for revascularization of a heavily calcified popliteal artery using the wildcat catheter. Using a 0.035 glidewire, the physician advanced the wildcat catheter over the wire to the densely calcified target lesion. As the physician attempted to direct the wire and catheter to the target lesion, a perforation occurred at the distal lesion above the anterior tibial. The perforation was resolved by using a pta to hold internal pressure for two minutes until stable. The procedure was successfully completed. There was no contrast leak at the end of the procedure and the pt was noted to be stable.

Manufacturer narrative:
Method: the case info including the device use feedback obtained from the event reporter was used to evaluate the device performance. Results: perforation is defined in the labeling (instruction for use) as a possible complication.